Event description:
It was reported that a user experienced an occlusion alarm with an insulin pump, with a kinked infusion set tubing identified and corrected by changing the infusion set and cartridge; blood glucose had been high and later decreased to 276 mg/dl with a downward trend, and the user was advised not to enter meal announcements unless eating and to rely on the controller¿s correction once flow was restored. Symptoms included hyperglycemia. Outcomes included no injury and recovery without medical intervention. Investigation included device history review not performed, user interview, and technical support troubleshooting guidance to disconnect and perform a fill to verify insulin flow. Investigation of this case revealed that the occlusion resolved after replacing supplies and restoring insulin flow. It was concluded that the event was consistent with an occlusion due to a kinked infusion set, with device function restored after set and cartridge replacement and no device malfunction identified.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.